Event description:
Pt stating her freedom pump is not working/running very slow. Hizentra indication: nonfamilial hypogammaglobulinemia; antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia; common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.